Event description:
According to the available information, prior to use, the packaging was found pierced.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9055697. Checking the quality database revealed one anomaly in relation to the described defect. In april 2024, we received a sealed sample with the sterility opened at the blister level. We thought that the blister could conduct to this kind of deterioration of the packaging. We opened a health hazard evaluation (hhe) for retrace mdd in april to evaluate the risks associated for this kind of cases with the products on the market. During the investigation, the lot trackability showed that 15 pieces remained in stock in our canadian warehouse. We requested a return of the devices. The results are in attachment. In conclusion, all samples were tested for die penetration testing whatever the retail box state (damaged or not). Die penetration testing results: 2 units / 15 are not compliant for die penetration test, 13 units / 15 are compliant for die penetration test. For the 2 samples with a failure for die penetration testing, we can exclude these results due to the retail boxes identified as damaged at reception. For these samples, the devices won¿t be accepted by customers as mentioned on the packaging ¿do not use if package is damaged¿. We can conclude the 5 retail boxes (samples 10, 12, 13, 14 & 15) were found compliant for die penetration testing. No defect could be detected on the units tested. Based on the investigation, the hhe concluded: one complaint was received where the customer noticed a tear in the packaging, thus breaching the sterile barrier. The device was not used and was replaced. There have been no other similar complaints for this product. The complaint unit was an mdd configuration, which stopped being manufactured in q1 fy2023/2024. It has since been replaced with an MDR configuration, which has updated packaging materials. Further investigation by coloplast concluded root cause could not be identified and the complaint occurred in canada can be considered as isolated case as the defect could not be confirmed on samples returned from canada for the same batch. The harms, severity, and occurrence area all within the anticipated levels per the risk documents. The risk calculation has shown that the criteria for both severity parameters 2 and 3 remains in the green area (acceptability risk criteria). The packaging should be assessed before use and in the case of an identified perforation, potential risk to patients could be a prolonged procedure due to change of device (s=2). A subtle perforation may not be noticed and the device used, leading to a potential main clinical risk of urinary tract infection (s=3). Average consumption rates for this device are estimated to be 1-3 months. Based on the above, escalation to hrc is not recommended. No recall will be performed.

Event description:
According to the available information, prior to use, the packaging was found pierced.